Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device received in used condition. Per visual inspection, it was not possible to detect any condition on the surface of the cuff or in the inflation system. Per functional testing, the device inflates slowly but is able to inflate completely and likewise deflates slowly but is able to deflate completely. After the tests were performed, the reported condition (deflated cuff) was not confirmed, because the cuff is able to inflate and deflate completely, and no leaks were detected. The main detection point (leak test) correctly detects that the sample has some condition in the inflation system, however, the sample is able to inflate and deflate using the syringe. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the complaint was not confirmed.

Event description:
It was reported that after intubation procedure, the patient was moved from ER to ICU. Unusual cuff deflation was found after three hours of use. Patient injury or adverse effects were not reported. The issue was reported as "resolved".

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.